Event description:
It was reported that the patient received inappropriate therapy due to double counting. Oversensing due to noise was also noted on the stored egms. Further evaluation and programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
New information received states upper out of range high voltage lead impedance was observed during a defibrillation threshold testing. The patient received another series of inappropriate shock therapy due to noise artifact and oversensing. Oversensing was reproduced. It was suspected oversensing indicated possible insulation damage. No intervention was completed. No further information is available.